Manufacturer narrative:
Evaluation summary: the stent was moved distally on the balloon. Crimp impressions were visible on the exposed balloon surface. There was deformation to the 22nd distal stent wrap. A sheath of similar dimensions could not be fully loaded over the stent due to the deformation of the 22nd distal stent wrap. There was no damage to the distal tip. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a resolute onyx drug-eluting stent to treat a lesion in the proximal lcx; lesion exhibited 90% stenosis, moderate tortuosity and severe calcification. The lesion had been pre-dilated with a 3.0x 12mm balloon,3 times to 15 atms. The device was inspected prior to use and looked normal. It is reported that the stent became deformed during the procedure. It crossed over a calcified lesion. The case was abandoned. No patient injury occurred, patient stable. Please note that this device, resolute onyx is not marketed in the united states; however, it is similar to the united states marketed product resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.